Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be in a safety mode status due to premature battery depletion. This device was also noted to have exhibited oversensing and muscle stimulation. At the changeout, the device was unable to be interrogated due to the safety mode status. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the device case was slightly swollen over the region where the battery is located. The device was unable to be interrogated. Review of device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting and in the clinically-observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker was found to be in a safety mode status due to premature battery depletion. This device was also noted to have exhibited oversensing and muscle stimulation. At the changeout, the device was unable to be interrogated due to the safety mode status. This device was then explanted and replaced. No additional adverse patient effects were reported.